Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The patient was admitted for a procedure with an unknown target lesion. Ther reporter stated 'a 3.5 x 18mm cypher select plus stent could not properly proceed. It was also noted that the stent appeared to be smaller than the balloon.' The procedure was carried out by using another product. There was no patient injury reported. Multiple attempts to clarify the event were unsuccessful. One non-sterile cypher select + 3.50x18 mm was received coiled inside two plastic bags. The unit was received wavy with kinks at 33.5 cm and 36 cm from the proximal end, also at 5.7 cm from the distal end. This condition can be related to the way the unit was sent for analysis. The balloon was not inflated. The stent was found in its original placed between the marker bands. The stent was found damaged with squeezed omegas and the struts uplifted in the distal section. The crossing profile and the stent were not measured due to the stent condition. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The tracking difficulty reported could not be confirmed. The reported failure 'stent/incorrect length' was confirmed. The reported issue could refer to the squeezed omegas and strut uplift observed. The exact cause of these failures could not be conclusively determined. There are controls in manufacturing process to detect these kinds of issues. Neither the DHR nor the analyses suggest that the issues are related to the manufacturing process. Therefore no actions will be taken. Based on the limited information available, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, the difficulties encountered to deliver the product to the target lesion may have contributed to it.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a procedure with an unknown target lesion. A 3.5 x 18mm cypher select plus stent could not properly proceed. It was also noted that the stent appeared to be smaller than the balloon. The procedure was carried out by using another product. There was no patient injury reported.